Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a consistent with a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor likely became compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that during a routine follow up on 02/13/2019 this pacemaker showed according to longevity, signs of premature battery depletion and voltage too low for the projected remaining capacity. This pacemaker has been explanted and is no longer in service. This device has been received for investigation and analysis is currently in progress.

Event description:
It was reported that during a routine follow up on (B)(6) 2019 this pacemaker showed according to longevity, signs of premature battery depletion and voltage too low for the projected remaining capacity. This pacemaker has been explanted and is no longer in service. This device has been received for investigation and analysis is currently in progress.